Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to the docking board and firewall configuration causing the system to hang during reboot. The field service engineer replaced the docking board under the all-in-one unit and removed bd firewalls, as the customer facility used its own firewall software. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station had rebooting error. When the pyxis was rebooted, it took hours for it to go back to normal login screen. There were no adverse events or injuries reported based on this event.